Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient ID - case #: (B)(6), patient height (B)(6) and bmi (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an intramedullary (im) roding procedure of the right tibia performed on (B)(6) 2016. Post-operatively on an unknown date the patient developed an infection. The patient was revised on (B)(6) 2016 to explant the tibia nail and two (2) locking screws. All explants were removed intact and the patient was revised with a cement spacer. The surgery was successfully completed without any surgical delay. The status/outcome of the patient was reported as ¿stable¿. This report is 2 of 3 for (B)(4).